Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 01, 2020 - september 02, 2020. H10: the device was received containing no residual fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. The device had been filled with 5-fluorouracil (5-fu). The device ¿was not empty¿ after the expected infusion time of 47 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.